Manufacturer narrative:
The reporter indicated the lens was torn/broken during the same surgery. There was no injury and the patient was in good condition. Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the lens tore/broke during injection into the eye. There was no report of any apparent injury. The lens was exchanged for another same model/different diopter lens and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected information: claim# (B)(4).

Manufacturer narrative:
Additional information device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found lens optic and haptic torn. (B)(4).